Event description:
The customer observed falsely depressed results for multiple assays generated on the alinity c processing module for multiple samples that were not reported out of the laboratory. The following example data was provided along with the customer¿s normal ranges and units of measure: glucose normal range = 70 - 99 mg/dl, chloride normal range = 98 -107 mmol/l, calcium normal range = 8.4 - 10.2 mg/dl,and potassium normal range = 3.5 - 5.1 mmol/l. Sid (B)(6): glucose = 40, repeated as 87, chloride = 52, repeated as 106, calcium = 4.7, repeated 10.2,and potassium = 2.1, repeated as 4.4. Sid (B)(6): glucose = 48, repeated 79, chloride = 62, repeated 98, calcium = 5.9, repeated 9.5,and potassium = 2.5, repeated as 3.9. No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identification: sids (B)(6) and (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer declined service on the alinity c processing module, serial (B)(6). Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely depressed results for multiple assays generated on the alinity c processing module for multiple samples that were not reported out of the laboratory. The following example data was provided along with the customer¿s normal ranges and units of measure: glucose normal range = 70 - 99 mg/dl, chloride normal range = 98 -107 mmol/l, calcium normal range = 8.4 - 10.2 mg/dl, potassium normal range = 3.5 - 5.1 mmol/l. Sid (B)(6) glucose = 40, repeated as 87, chloride = 52, repeated as 106, calcium = 4.7, repeated 10.2, potassium = 2.1, repeated as 4.4. Sid (B)(6) glucose = 48, repeated 79, chloride = 62, repeated 98, calcium = 5.9, repeated 9.5, potassium = 2.5, repeated as 3.9. No impact to patient management was reported.